Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the torn clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), when loading the clip into the clip introducer (ci); the user aggressively pushed the ci forward to load the clip; pushing the ci between the gripper and clip arm; resulting in the gripper and clip arm to get stuck on the ci,tearing the ci. The device was not used; no patient involvement. A new cds was used. Two clips were implanted reducing mr from to <1. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported torn material (clip introducer) appears to be related to the user aggressively pushing the clip introducer forward to load the clip. It should be noted that the mitraclip nt instructions for use instructs to carefully slide the clip introducer over the clip. In this case, aggressively pushing the clip introducer forward to load the clip resulting in the tear on the clip introducer. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.